Event description:
A paratrend 7 fl sensor (lot# 722-192) was calibrated and inserted into a pt without difficulty via a catheter into the femoral artery. Immediately, it was noticed that no ph values were being reported. The sensor was returned to diametrics medical ltd for routine investigation. The associated tonometer, in which the sensor is retained during transportation and calibration, was not returned. There was no report of any injury to the pt.